Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on 09/16, during a PICC catheter insertion procedure involving the patient in question, there was a non-compliance with the part called ¿dilator,¿ which caused a significant failure in the procedure, forcing the team to suspend it. The problem occurred in the last stage of the catheter installation process, which was already in place and stabilized with good flow and reflux, after the x-ray was performed, at the moment when the dilator is broken in half for removal. During compression of the blades, one of them was fractured, forming a small loop that wrapped around the catheter and compressed it violently, causing a bend in the device. Team members attempted to rescue the catheter by cutting the loop, but it was already damaged and presented considerable resistance to infusion. By consensus, the team opted to remove it and reschedule the installation of a new device at a later date. Unfortunately, the patient had to undergo difficult venipunctures to conduct the prescribed therapy. There was no direct or serious harm to the patient, but there was harm resulting from the failure of the procedure. There was no prolonged hospitalization or need for changes in the therapeutic approach or prognosis, as the team scheduled a new procedure 48 hours after the event, which was successfully completed. The only intervention needed was monitoring of the puncture site to assess any complications inherent to the procedure itself. The material was not preserved due to the presence of blood residue.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an uneven break is confirmed, and the cause was determined to be manufacturing related. Two photographs of a micro introducer were returned for evaluation. The complaint of an uneven break was confirmed. An initial visual observation of the photographs showed one half of the t-handle, and a small ring of orange plastic was observed which indicated an uneven break occurred. This event was determined to be related to a manufacture condition. The investigation was forwarded to the manufacturing facility for further evaluation. This complaint will be recorded for future trending and monitoring purposes.